Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist reconnected the station to the network and advised that a hardwired connection would be preferable if the wireless connection continued to fail, given that it is an anesthesia machine. After connecting to the station, technical support specialist confirmed that the messages were uploading as expected. As the device was functioning properly, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.